Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the stylus was not aligning correctly on the display screen, the stylus was missing although a known good stylus did align correctly. A stylus was added and calibrated. Analysis also found that the keyboard slide cover was missing, there were broken left and right keyboard hinges, the left keyboard slide rail cover was bent, there was a loose electrocardiogram connector, it failed its common mode/wrist electrode test and there was a damaged rubber foot on the lower case. All found defective parts were replaced and additionally the link electronic module board was calibrated.

Event description:
It was reported that the programmer's stylus was not aligning correctly on the display screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.